Event description:
A consumer, reported that the bottom moving brush became unattached while consumer was brushing. The reportedly inhaled the brush and it caught in their throat and caused choking. The consumer mentioned that they used a reverse heimlich to remove the part.